Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Device not returned.

Event description:
Country of complaint: (B)(6). It was reported that during an operation to cut a gastric band, two pairs of scissors from the same batch has broken when cutting. The scissors do not close. All med watch submissions related to this report are: 9610612-2017-00336.

Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with a keyence vhx-5000 digital microscope and a panasonic dmc tz8 digital camera. We made a visual inspection of the scissor. Here we found visible damage on the upper blade. Batch history review: the device quality and manufacturing history records have been checked for the lot number and found to be according to the specification, valid at the time of production. Conclusion and root cause: the root cause of the problem is most probably usage related. Rational: we assume the damaged blade as the causal factor. Furthermore we assume the damaged blade was caused by a mechanical overload situation. According to the DHR files a material defect and production error can be excluded. There are no hints of a pre-damage or similar. No CAPA is necessary.